Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar placement procedure performed on an unknown date. The patient reported mild proctitis. The patient's current condition is unknown. Boston scientific corporation has been unable to obtain further information despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.